Manufacturer narrative:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured upon pull-back of the device. It is suspected to have ruptured on calcium. There was no reported patient injury. The vessel level of tortuosity is none. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation visual inspection of the received device showed that button 1 was not depressed and button 2 remained in the manufactured position. The procedure sheath was not returned and the sealant was observed to have remained under the sealant outer sleeves. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1909203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (presence of pvd/calcium) possibly contributed to the reported event since a calcified vessel can cause damage to the balloon, which was also suspected by the customer. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1909203) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the mynx control vascular closure device (vcd) ruptured upon pull-back of the device. It is suspected rupture on calcium. There was no reported patient injury. The vessel level of tortuosity is none. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for analysis.